Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) female patient had impella cp pump inserted in the right femoral for myocarditis. It was reported that the patient developed a cerebrovascular accident during impella support. Patient's outcome was reported as sequelae. No further information was provided.